Event description:
It was reported that there is an upcoming revision of the infinity total ankle replacement. Both tibia and talus require revision as they are loose.

Manufacturer narrative:
This device was reported in error: this device is concomitant and did not contribute to the reported failure.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
It was reported that there is an upcoming revision of the infinity total ankle replacement. Both tibia and talus require revision as they are loose.